Event description:
Affected channels have been seen. The user seemed to be performing well, but the understanding has decreased. The performance with the device was better before affected channels appeared. The user fell at school on the (B)(6) 2020 but reportedly only hit the lips. The family reported a noticeable change in ling sounds only on the concerned right side. The user was re-implanted on the (B)(6) 2020. According to the device explantation form, at implantation resistance was met and electrode was inserted just inside the round window opening. At explantation 1 electrode was found extra-cochlear.